Event description:
It was reported that physician was unable to introduce stylet properly during procedure. Stylet repeatedly got stuck at lead proximal coil. Physician chose to implant a single coil lead instead, and there was a prolongation of the procedure. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited undersensing during the implant attempt.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted: stylet passes through entire length of the lead with no resistance or anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).